Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms while on a flight. Reportedly, it took 30 minutes to clear the alarms and adjust before insulin was delivered. It was reported that the alarms have "randomly continued" to happen even when the customer was no longer on the flight. There was no information provided regarding the customer's blood glucose level.